Event description:
Event reported by the surgeon as, "device already replaced... Two years ago, replaced again... Because of a leak on the port." There is no further info about the alleged event at this time and f/u is in progress.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the pt data and add'l data on the referenced event which was not previously reported to allergan. The info has not yet been received by allergan. Based upon the serial number provided to the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."